Event description:
End user had to be cut out of the seat belt on a tdxsp-cg power chair when the seat belt buckle would not release. No injury or medical intervention was received. Will update if more information becomes available.